Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. The device is in transit for return. Once the device is received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter device did not open in the middle segment. The flow diverter was resheathed into the microcatheter in order to retrieve it from the patient. At this point, the flow diverter released inside the microcatheter and it was removed from the patient with the microcatheter. A new medtronic flow diverter was used to complete the procedure without further problems. Post procedural angiography was good. The patient was undergoing embolization of an aneurysm located in the left aci that was previously treated with fred coils in 2014 but had blood flow into the aneurysm again. The aneurysm dimensions and landing zone was unknown. The objective of the treatment was to lay the medtronic flow diverter through the fred when the reported event occurred. The reported device and ancillary devices were prepared as indicated in the instructions for use. Ancillary devices: marksman microcatheter, sofia guide catheter

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation and the distal and proximal ends of the pipeline flex shield braid appeared fully opened with no damage. No other anomalies were observed. The event occurred during treatment of an aneurysm located in the left internal carotid artery (ica). The product analysis does not indicate a potential or confirm manufacturing issue; therefore, no lot history record review is required. Based on the analysis findings, the customer report of "failure to open at the middle section" was not confirmed. The event cause could not be determined as the returned pipeline flex shield appeared fully opened with no damage. Possible contributing factor includes patient's vessel tortuosity. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely opposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.